Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6). , intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. Log files, screenshots and case files provided for review do not match with the date of the reported event. The critical error and blue icon could not be confirmed as we do not have the correct files for the case. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, before a cori procedure, upon turning on the unit for initial case following installation, a critical error message appeared followed by the blue user icon. A hard reboot was performed and the error corrected with no further issue. This happened prior to starting new case, before patient was in the room. There was no delay to the case. There was no harm to the patient. No other complications were reported.